Event description:
It was reported that there was a malfunction with the pump, identified as malf 9, but there were no notable events prior to it. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the customer in doing so. The malfunction did not recur, and the customer was advised that they could continue using the pump and to contact support if the issue happened again.